Event description:
The patient had been complaining of diaphragmatic stimulation and recently had passed out a few times. This lead was capped and replaced and no other adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.